Event description:
On 02/23/00 the account reported an aeroset glucose of 91 mg/dl. The physician questioned the result. The sample was repeated and was 472 mg/dl. Per the account there was no impact to pt mgmt. No injury was reported. The account suspected that a fibrin clot was aspirated.